Event description:
It was reported that the pump is failing to consistently recognize the syringe type when connected. It was saying invalid syringe type over half the time when connected a 60 ml bd syringe as a test & it recognize sometimes, but not consistent. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump is failing to consistently recognize the syringe type when connected. It was saying invalid syringe type over half the time when connected a 60 ml bd syringe as a test & it recognize sometimes, but not consistent. There was no patient involvement.